Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have thermal damage on the grip at the molded insulator. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument grips were manually manipulated, and the instrument passed the electrical continuity test on all attempts. The instrument delivered energy without any issues. There were no signs of arcing.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument's tip was ¿cauterized¿ by another instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional/updated information: arcing did not occur as the force bipolar instrument was cauterized by an unspecified energy instrument. The customer was using the integrated electrosurgical unit (iesu) for energy. The monopolar curved scissors and cadiere forceps instruments were in use when the issue occurred. An instrument collision was observed during the procedure. The instrument was not in contact with tissue at the time of the event. It was confirmed that there was no patient harm due to the alleged issue.